Manufacturer narrative:
Sientra complaint #: (B)(4). Additional information: b5, h10. Updated information was provided to sientra by the initial reporter. The viality unit did not crack and leak, the auraclens package was damaged and spilled inside the container. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Updated information was provided to sientra by the initial reporter. The viality unit did not crack and leak, the auraclens package was damaged and spilled inside the container.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The viality unit was cracked when the auraclens was poured in to mix into the fat, which leaked out.